Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having supply bag (sb) is blocked alarms during dwell 2 and 3. After the patient completed fill 1, he noticed both of his solution bags connected to the cycler were empty. The patient stopped treatment to connect two new solution bags and then experienced the alarms. The patient discontinued treatment during fill 4 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 7531ml during drain 1 and 5284ml during drain 2 of the treatment. These drain volumes are 269% and 189% of the patient's prescribed fill volume of 2800ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that there were no fluid leaks or damage found on the actual solution bags. The patient completed treatment using the cycler. The patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient is still waiting for the replacement cycler to arrive and the old cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having supply bag (sb) is blocked alarms during dwell 2 and 3. After the patient completed fill 1, he noticed both of his solution bags connected to the cycler were empty. The patient stopped treatment to connect two new solution bags and then experienced the alarms. The patient discontinued treatment during fill 4 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 7531ml during drain 1 and 5284ml during drain 2 of the treatment. These drain volumes are 269% and 189% of the patient's prescribed fill volume of 2800ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that there were no fluid leaks or damage found on the actual solution bags. The patient completed treatment using the cycler. The patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient is still waiting for the replacement cycler to arrive and the old cycler is available to be returned to the manufacturer for physical evaluation.